Event description:
The handheld bovie/smoke evac cord and tubing fell off the field. A second one was opened to the sterile field. Dr. (B)(6) was using the cautery to convert to a laparotomy incision when he said- "did you see that? There were actual flames?" He tested it again- and it was witnessed by cst, resident, and crna. A third bovie pencil was opened to the sterile field. He attempted to use the new bovie and it also creating approx 2" flame when it was in use. That was also witnessed by staff. A new cautery machine was brought into the room. The third cautery pencil that had been used just prior was tested using the new cautery box off the field. No flames noted. The initial conmed cautery machine was labeled #1. The new bovie machine that was brought into to the room to replace #1 was labeled #2. There was sterile water on the field- but was not used as the flame appeared for a very short time and disappeared when the pencil was off. The co2 gas was not on at this time. Dr. Continued to use this cautery during the rest of the operating room case without incident. Devices were pulled and immediate education was done. An investigation was undertaken including significant conversations with the manufacturer of the conmed 2450 and supplemental products. Subsequent events of 'sparking' or 'flames' were identified as also having occurred on 9/22 with a conmed 2450 (different machine). Evaluation by our biomedical team was able to show the devices passed basic parameters with no 'errors' in the equipment itself. The initial recommendation was to remove the grounding pads in use which was potentially identified as the cause. However, another spark event occur in early january at another hospital within the same system. Again, there was no ability from conmed to explain how these events could occur except that potentially this time the issue was the spray function. This function is necessary for us to have available when using on patients. Due to our inability to identify what is causing the spark/flame feature that occurs with the conmed 2450 and our inability to reproduce this with other generators or equipment/attachments (the only common denominator in the events is the conmed 2450) the decision was made to pull these from service. All events have been reported to the manufacturers. No patients were harmed in any of these occurrences. FDA safety report ID# (B)(4).